Event description:
Post op, while cleaning up the surgical instruments, the tech lifted this sterile drape over the warming pot and noticed water had leaked through the drape to the unsterile pot. The patient was irrigated with this same expected sterile saline. The fluid in the bottom off the drape in the unsterile pan was 90cc of saline drawn up and measured by rn circulating nurse for this patient and the pot and drape were saved and sequestered to the managers office for further inspection. Surgeons disscussed covering the patient with extra antibiotic coverage.concern is hole in drape and the fact that plastic is clear and thus it is very diffcult, if not impossible, to notice a small hole.what was the original intended procedure?not really applicable.device #1is this a laboratory device or laboratory test?no.